Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and crease folding.

Event description:
Staff reporting a rupture of the left side device diagnosed by MRI results show ¿presence of small capsular folds¿, ¿intraprostatic t2 hyperintense images and internally, several folds with silicone signal on both sides of the membrane. Confirmation of signs of intracapsular rupture. Low amount of periprosthetic fluid¿, ¿conclusion: bi-rads 2. Signs of intracapsular rupture¿. Removal and replacement of the device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Crease/folding of implant: creases were observed. Additional observations: brown particles observed on the surface of the shell and in the gel. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Staff reporting a rupture of the left side device diagnosed by MRI results show ¿presence of small capsular folds¿, ¿intraprostatic t2 hyperintense images and internally, several folds with silicone signal on both sides of the membrane. Confirmation of signs of intracapsular rupture. Low amount of periprosthetic fluid¿, ¿conclusion: bi-rads 2. Signs of intracapsular rupture¿. Removal and replacement of the device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: unable to observe through the photos provided. Crease/folding of implant: unable to observe. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Staff reporting a rupture of the left side device diagnosed by MRI results show ¿presence of small capsular folds¿, ¿intraprostatic t2 hyperintense images and internally, several folds with silicone signal on both sides of the membrane. Confirmation of signs of intracapsular rupture. Low amount of periprosthetic fluid¿, ¿conclusion: bi-rads 2. Signs of intracapsular rupture¿. Removal and replacement of the device.